Event description:
It was reported that suture placement was attempted in a moderate to heavy calcified left common femoral artery with four perclose proglide devices using a preclose technique prior to an abdominal aortic aneurysm (aaa) and endograft implantation procedure. Reportedly, when the first device was used, a cuff miss occurred. The same experience occurred for the second, third and fourth proglide devices. Ultimately, two other proglide devices had deployed successfully and the sutures were retrieved. The sheath was upsized from a 6fr to a 14fr for the interventional procedure. After the aaa procedure, the sutures of the fifth and sixth device were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the femoral artery was moderate to heavily calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a needle-to-cuff miss. Additionally, per the instructions for use for perclose proglide devices, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The three additional perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned with the device. The scope of this investigation was very limited and the reported needle-to-cuff miss could not be confirmed. There was no needle strike mark at a posterior foot to suggest that the posterior cuff miss might have occurred due to the posterior needle striking the foot instead of engaging with the cuff inside the foot pocket during needle deployment. There were no abnormal observations that could have contributed to the reported needle-to-cuff miss. Possible contributing factors for a cuff miss include, but are not limited to: manufacturing, challenging anatomical conditions, and incorrect deployment technique. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. The needle trajectory of every device is verified twice during manufacturing. During testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. The reported calcification in the artery could have caused the needles to deflect during deployment, which could have contributed to a cuff miss; however, this could not be confirmed. The proglide instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no information reported or definitive evidence in the evaluation of the returned device to suggest that the device was twisted or rotated during needle deployment or the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to the reported cuff miss. Based on the reported information, manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported cuff miss could not be determined. No manufacturing or quality deficiency was detected. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot did not reveal any indication of a lot specific product quality deficiency.